Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to low blood glucose (bg) level of 30mg/dl. Reportedly, the customer lost consciousness which resulted in bruising. Emergency medical services administered a glucagon injection, and the customer was subsequently treated with intravenous dextrose drip to address bg level. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. The reporter alleged that the pump dispensed insulin incorrectly. Cts confirmed in the pump logs that the customer went through the load fill process ¿at least twice¿ directly prior to the incident. The customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.